Manufacturer narrative:
The t:slim x2 basal iq user guide states: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 550-700 mg/dl with high ketone levels, and was subsequently hospitalized. Treatment received while hospitalized was not provided. At the time of the report with tandem technical support the customer was still admitted to the hospital. Reportedly, an occlusion alarm had occurred. Customer changed the infusion set and cartridge to resolve the issue. Subsequently, the customer had difficulty inserting the cartridge onto the pump. During troubleshooting with tandem technical support (cts) the customer was able to successfully insert the cartridge onto the pump. Cts performed a pump system check and found the pump time was inaccurate, and customer used humalog insulin past labeling. Cts educated the customer on cartridge and insulin labeling. Multiple attempts were made to follow up with the customer, however, a response was not received.